Manufacturer narrative:
Innovative health, llc became aware of an incident with a viewflex xtra ice device on (B)(6) 2021. It was reported the catheter tip had become very bent. Upon receiving the device for evaluation on 08-apr-2021, it was observed the distal tip was partially broken. Based on the report received, no patient injury was reported, and the procedure continued with a different catheter.

Event description:
A viewflex xtra ice diagnostic ultrasound catheter malfunctioned at the tip while going through the sheath. The tip became very bent. No injury reported.